Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the returned a1059 mayfield skull clamp. Lock of the returned unit had rotational and lateral movement, required general maintenance, and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the a1059 mayfield modified skull clamp rotation lock does not hold and the clamp rotates around the patient's head, but the pins did not move. Also, the clamp contacted the patient during positioning. This event occurred while the patient was prepped for a open posterior cervical to thoracic spine procedure. There was 10 minutes delay in surgey reported; however, no patient injury was reported.